Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unreported date, the patient experience peritonitis. Hospitalization was not reported. The cause of the peritonitis was not reported. Culture results and treatment were not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient had a pd catheter placed. On an unreported date after the placement, the patient experienced elevated leucocytes and cloudy peritoneal effluent without a definite diagnosis of peritonitis. The patient recovered from this event. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The patient's age at the time of the event is unknown. The date of the event was not reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.